Event description:
A report was received via social media that the patient was experiencing more pain. It was noted that the patients ipg was unable to charge. The patient will undergo an explant procedure. No further information could be obtained.